Event description:
While inflating the balloon of a 16fr latex foley catheter, the sterile water would not go past the distal end of the foley, noted a large bubble at the distal end. Also, unable to withdraw that fluid. Nurse had to cut the foley before removing in case some fluid did reach the proximal balloon.